Event description:
It was reported that when using the bd pyxis¿ es refrigerator, it had a fridge failed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a low battery voltage detected. The field service engineer pharmacy technician went to the area to verify the refrigerator was plugged into live outlet and the refrigerator screen showed normal operation. The system functioned as intended after the field service engineer troubleshot the device. A supplemental will be created if additional information is received from the customer.

Manufacturer narrative:
Added information: h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, it had a fridge failed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.